Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the large hem-o-lok applier instrument would not approximate the clip on every attempt. The procedure was completed with no reported injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting clip application issue, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed. The clip applier instrument failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip). Common causes of loss of functionality to apply a clip is attributed to either a damaged grip cable or misaligned grips. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable malfunction due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.